Event description:
Per the clinic, the patient experienced poor performance with the device due to migration of the electrode array. The device was explanted on (B)(6) 2013, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).